Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for an insect inside the tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and an insect inside the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for an insect inside the tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and an insect inside the tube was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd has reviewed specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that a "spider" was found in the bd vacutainer® serum blood collection tube before use. The following information was provided by the initial reporter, translated from chinese to english: "customer complaint, before use this batch, they found 1ea tube has fm in the tube, it seems to be a spider."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "spider" was found in the bd vacutainer® serum blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer complaint, before use this batch, they found 1ea tube has fm in the tube, it seems to be a spider."